Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated and did not respond to magnet testing following an av node rf ablation. The ipg is scheduled for explant. The ipg has been implanted for 72 months.